Event description:
At few days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 november 2022. Lot 2116930: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2026-12-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.